Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d9, h2, h3, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the electrical cable had kinks knot and puncture. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: there is line showing on image and black dead pixel due to faulty ccd. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device exhibited an issue with the picture. The issue was observed during a gallbladder procedure while the patient was under sedation. The procedure was completed using a backup device. There were no reports of patient harm.